Manufacturer narrative:
Visual analysis was performed on the returned device. The reported signal calibration failure was unable to be confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. Although the noted damage to the pressurewire of kinks and separation were not reported, it is likely that inadvertent mishandling during preparation cause the wire to kink resulting in damage to the microcables and the reported signal failure. Further manipulation/handling of the pressurewire likely caused the wire to separate outside of the anatomy at the location of the kink. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2022 a signal could not be obtained from the pressurewire x. There was no connection from the wire to the system. There was no patient involved. Another pressurewire x was used to complete the procedure. Analysis of the returned device on 7/20/2022 found the proximal tube and microcables were separated but held together by the core. No additional information was provided.